Manufacturer narrative:
H3: the device recharger (rtm) 97755, serial number (B)(6) was returned for product analysis. Analysis found that there was a failure with the recharger antenna and a "no device found" message was seen. Recharger antenna frayed wherein cable insulation is peeling away at donut end and wires are exposed. H6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97755; lot#: nld041478n; serial#: (B)(6); product type: recharger. Product ID: 97745bp; serial#: (B)(6); product type: accessory. Product ID: 97745; serial#: (B)(6); product type: programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. While on call, patient stated they've tried resetting the controller but the controller will still not charge from the ac power supply and 'keeps shutting off.' Patient referred to the controller as 'stupid,' or is 'acting stupid' and it's 'not doing it's job' throughout the call. Patient stated the last time they charged their implant or used equipment in 'months' and later stated in 'awhile.' While on call, patient mentioned manufacturing representative (rep) usually takes care of this stuff,' but patient confirmed they didn't talk to manufacturing representative (rep) about this at all and just called into patient services today. Agent had the patient remove the battery pack from the controller and connect the controller to the ac power supply. Patient confirmed the controller powered on. Patient read memory problem on controller and patient was able to adjust the date and time on the controller but stated the controller was 'going slow' when making these adjustments. Patient verified no visible damage to the controller battery compartment or controller port. Patient stated the ac power supply is not loose in the controller port when plugged in. Agent had patient reinsert the battery pack but the green light above the controller screen would not come on. Agent had patient try another outlet, but the green light above the controller screen did not come on. Agent had patient attempt to reinsert the battery pack again without resolution of the issue. Patient confirmed the ac power supply light was on with both outlets and confirmed no damage to the ac power supply. The issue was not resolved. Agent reviewed controller replacement. Patient stated their 'whole thing doesn't work.' Patient stated they went to their doctor today because they hadn't been using the implanted neurostimulator for a while because they forgot to call medtronic to discuss external equipment. Patient stated their doctor told them to call in so they can get their stimulation back on because they 'need it.' Patient stated hcp told them the stimulation will not help their hip and stimulation might help the neuropathy in their leg. Patient stated they have lower back pain and arthritis in their back. Patient mentioned they got a cramp while on the call. While on call, patient mentioned medtronic rep (B)(6) 'usually takes care of this stuff,' but patient confirmed they didn't talk to medtronic rep (B)(6) about this at all and just called into patient services today. Patient stated the last time they charged their implant was 'months ago' later stated 'awhile ago.' Patient mentioned they have pain in their lower back and hips, and their doctor told them they have a lot of arch pains in their back and they need to take x-rays to make sure the rods (leads) are where they are supposed to be. Patient also mentioned the recharger paddle has been getting really hot. Patient stated this has been going on 'for months' when agent asked. The issue was not resolved. An email was sent to the repair department to replace the recharger, controller and battery pack.